Event description:
A transjular liver biopsy was being performed on a female pt. After introduction of the black catheter in the pre-assembled liver access set, during attempted withdrawal, the distal tip of the catheter separated and ejected into the liver of the pt. The attempt to remove the separated portion with a wire loop retrieval set was unsuccessful. An hepatic scanner of the liver was performed that afternoon and the pt was placed on heparin. The pt expired due to bleeding. The physician advised that a tension sensation was experienced several times and again upon attempted withdrawal of the catheter.